Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was capped on (B)(6) 2016 due to oversensing issue. No additional information was available.

Manufacturer narrative:
The lead position was atrial which was not mentioned in the previous report.